Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported malfunction was confirmed for filter limb detachment, filter tilt and retrieval difficulties. Based upon the available information, the definitive root cause for this event was unknown. The devices were labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800j vena cava filter allegedly experienced detachment, difficult to remove and malposition of device. This report was received from a single source. This event did involve patient with no reported patient injury. The 39 years old female patient's age was not provided.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800j. Vena cava filter allegedly experienced difficult to remove, and malposition of device. This report was received from a single source. This event did involve patient with no reported patient injury. The patients age, weight and gender were not provided.